Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with a scd sleeve. The customer states the sleeve was used on a pt during a 4 hour c-section procedure. The sleeve was placed on the pt tightly without interspace. The pt was in the lithotomy position and a levitator was used during this procedure. After 24 hours of use, compartment syndrome at lower femoral on right side was apparent. It was assumed to be caused by anesthesia; however, the pt's condition has not recovered and now is on rehabilitation. No hematoma was confirmed.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.